Event description:
It was reported that the patient presented for an implant procedure. It was noted during flushing of the left ventricular (lv) lead that the lead was leaking on the side. A malfunction was suspected. The lv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of ¿when flushing the left ventricular (lv) lead, the lead was leaking¿ was not confirmed. As received, a complete lead was returned for analysis. A flush test was performed, and visual analysis did not find any signs of leakage on the returned lead. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies